Manufacturer narrative:
Insulin pump received with cracked case next to belt clip rail corner. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, cracked reservoir tube lip with customer applied glue adhesive to reservoir tube lip area, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked battery tube threads, faded serial number label, stained serial number label, missing end cap address label and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had long crack beginning from the top of the pump. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.